Event description:
It was reported that during a lap gastrectomy the active blade was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information not available, device not returned for analysis.